Manufacturer narrative:
B3: date of event - corrected from 03/20/2024 to 11/27/2023. D6a: implant date - corrected from (B)(6) 2023 to (B)(6) 2023.

Event description:
It was reported an implant migration and leak occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx closure device was implanted. At a follow up, transesophageal echocardiogram (tee) imaging revealed a 7mm leak from the closure device. Computed tomography (CT) imaging revealed that the closure device appeared to have migrated from its original implanted location into the wing of the laa and canted out on the mitral side thus creating a shoulder and leading to a fabric leak. No patient complications. No interventions were reported at this time. It was further reported that the follow up tee imaging was performed at the six (6) month post index procedure, and it was corrected that the leak was measured at 5mm. No interventions have been performed or are planned.

Event description:
It was reported an implant migration and leak occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx closure device was implanted. At a follow up, transesophageal echocardiogram (tee) imaging revealed a 7mm leak from the closure device. Computed tomography (CT) imaging revealed that the closure device appeared to have migrated from its original implanted location into the wing of the laa and canted out on the mitral side thus creating a shoulder and leading to a fabric leak. No patient complications. No interventions were reported at this time.